Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported that there was no stimulation sensation. It was not that the patient's luggage was lost and her programmer was in her luggage. The patient was not feeling stimulation. The stimulation quit working last night on (B)(6) 2015. The patient was on vacation and did not bring her recharger and had lost her programmer. The patient requested a programmer overnight. The patient had not taken any pain medication until (B)(6) 2015, the time of the report, since they were in so much pain. If additional information is received, a follow-up report will be sent.